Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe of their coulter lh 500 hematology analyzer. The customer stated that a drop of liquid (0.01ml) would drip from the probe after the probe wipe came down. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. The operator was wearing a lab coat and gloves at the time of the incident. No injury or exposure was reported and there was no affect to patient samples with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site a day after the event and found that the open vial mode rinse block was misaligned and leaking. Fse realigned the rinse block and verified the repairs per established procedures. The root cause of the leak is attributed to the open vial mode rinse block being misaligned. The bec internal identifier for this event is (B)(4).